Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01889.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using pod8s and ruby coils. It was noticed that the patient had an acute angle into the hypogastric artery. During the procedure, the physician placed a non-penumbra guide catheter in the target vessel and then advanced a lantern delivery microcatheter (lantern) over a non-penumbra guidewire into the aneurysm. Next, the physician advanced a pod8 through the lantern; however, after advancing approximately half of the pod8 out of the lantern, the physician experienced resistance and the pod8 became stuck and would not advance any further. The physician then attempted to remove the pod8; however, while retracting the pod8, it unintentionally detached. Therefore, the physician removed the lantern containing the detached pod8 and then removed the pod8. While advancing a new pod8 through the same lantern, the physician experienced resistance and subsequently, after advancing approximately 75 percent of the pod8 out of the lantern, the pod8 unintentionally detached. Therefore, the physician removed the lantern containing the detached pod8 and then removed the pod8. It was also reported that the physician inspected the lantern upon removal; however, no issues or kinks were found. The guide catheter was then repositioned, and the physician successfully placed a pod6 and four ruby coils in the target vessel using the same lantern. While attempting to place another ruby coil, it was inadvertently dropped on the floor upon removal from the packaging. Therefore, the ruby coil was not used in the procedure. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.